Event description:
The patient was admitted for coil embolization, and during the procedure, the coil (orbit mini complex fill2.5x4.5) stretched. The target site was the (mca) middle cerebral artery that had an aneurysm with a height of 3mm, width of 2.4mm, and a length of 2.8mm. The neck size or neck to sac ratio was not known. The aneurysm was sacular. No neck remodeling was utilized, and the (mc) microcatheter utilized was an excelsior sl-10. An adequate continuous flush was not maintained through the mc at all times. Prior to use, the mc was not re-shaped. There was no resistance between the (gw) guidewire and the mc when accessing the target site, or resistance during advancement of the coil through the mc. Prior to this coil, no other coils went through the same mc. There were no kinks in the mc that may have contributed to the event. No resistance was noted when the coil was advanced,/repositioned or withdrawn. Constant and dedicated flush was connected at all times to the microcatheter. The final outcome was that the entire coil was removed. There was no adverse outcome to the patient as a result of the event. No further information was available.

Manufacturer narrative:
The product is expected, but to date it has not been received for analysis. Additional information will be submitted within 30 days of receipt.